Event description:
The user facility reported a failed biological indicator (bi). The instrument present in the cycle was used in a patient procedure and the user facility advised the patient per their hospital protocol; no injuries have been reported.

Manufacturer narrative:
The steris service technician reported that the processing cycle for the instrument used in the patient procedure was completed successfully with no abnormalities. The technician inspected the v-pro sterilizer and confirmed that the unit is operating according to specification.